Event description:
While using the crosser atherectomy catheter the tip of this device broke off in a very solid blockage. The tip was retrieved completely with a gooseneck snare with no harm to patient.